Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional information: litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address acetabular cup loosening. Update 03/14/2013 - medical records received. Medical records indicated that patient experienced pain and irritability in the right hip. A little bit of pseudotumor was noted. There was a lot of fluid noted in the hip that just seemed irritated and inflamed but showed no acute inflammation. Fretting was noted at the junction between the head and neck. Both stem and cup were well fixed. The head, sleeve, and stem were added to complaint.

Manufacturer narrative:
Update - (B)(4) 2013 - asr/supplemental information received. Doi has been updated for the right hip. There is no new information that would change the outcome of the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.